Manufacturer narrative:
(B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7a004, medical device expiration date: unknown, device manufacture date: 02/02/2007. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. The supplier has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® stretch latex free tourniquet had missing and unreadable label information. No serious injury or medical intervention reported.

Manufacturer narrative:
Medical device type is corrected to (B)(4).